Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, incomplete deflation was confirmed. There was no reported patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The endobronchial tube was received for investigation. Visual inspection was performed, and it was observed that the shape of the tube has been altered by using the stylet. Functional tests were performed, and upon removing the stylet, both tracheal and endobronchial cuffs were inflated and deflated without issues. The customers reported failure mode could not be duplicated. All manufacturing controls were found acceptable and effective to detect the reported failure mode.